Event description:
It was reported that during a revision surgery they tried to remove the implant and the tip broke on the instrument.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: poor alignment of the adjustment tool with the axis of the screw can cause additional forces to act on the pongs resulting in fracture. In addition, the age of the device may have also contributed to the fracture. The device was manufactured on 08-nov-2006 and has been in the field for roughly 8 years. Consistent use of the device over time may lead to breakage of the instrument. This is also further confirmed in the IFU, which states "instruments which have experienced extensive use or extensive force are more susceptible to fracture." No manufacturing issues were discovered. Conclusion: a plausible root cause is user error and/or device age.

Event description:
It was reported that during a revision surgery they tried to remove the implant and the tip broke on the instrument.